Manufacturer narrative:
The down arrow button did not respond due to corroded keypad trace. No blank display or frozen screen noted. No moisture damage on electronics noted. The insulin pump passed idle current test and run current test. We were unable to perform self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test and displacement test due to button keypad anomaly. The insulin pump had minor scratches on display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had button keypad issue. Customer's blood glucose was 56 mg/dl. Buttons were unresponsive. During troubleshooting, customer mentioned the device randomly shut off and had a blank display. Display later then returned. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.